Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was referred from the dialysis center to the emergency department due to fracture or crack and the luer adapter of the venous branch was rupture when the patient was connected to the hemodialysis machine. There was no blood loss and blood transfusion was not required. The device was successfully used after it was replaced, nothing unusual was observed on the device prior to use, alcohol pad and luer slip syringe were used to treat the insertion site prior to product placement. There was no medical intervention done to the patient, there was no instrument used to loosen or tighten the device, alcohol was used as the cleaning agent on the device and luer adapter. Tego was utilized with the device, the patient was not dialyzed that day until the catheter was changed, the patient had to be hospitalized for a week, the adapters was tighten by hands and the cleaning agent was allowed to dry for 15 seconds as the institution's protocol. The catheter was not repaired, there was a leak at the luer adapter and a new catheter was installed as the medical or surgical intervention needed to prevent a permanent impairment of a function. There was no reported patient injury.

Manufacturer narrative:
Additional info: e1 (first name, last name, region, phone number), e4 (email), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was referred from the dialysis center to the emergency department due to fracture or crack and the luer adapter of the venous branch was rupture when the patient was connected to the hemodialysis machine. There was no blood loss and blood transfusion was not required. The device was successfully used after it was replaced, nothing unusual was observed on the device prior to use, alcohol pad and luer slip syringe were used to treat the insertion site prior to product placement. There was no medical intervention done to the patient, there was no instrument used to loosen or tighten the device, alcohol was used as the cleaning agent on the device and luer adapter. Tego was utilized, the patient was not dialyzed that day until the catheter was changed, the patient had to be hospitalized for a week, the adapters was tighten by hands and the cleaning agent was allowed to dry for 15 seconds as the institution's protocol. The catheter was not repaired, there was a leak at the luer adapter and a new catheter was installed as the medical or surgical intervention needed to prevent a permanent impairment of a function. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the images depicts the syringe inserted into the blue luer adapter. There is a crack at the insertion point with a piece disengaged. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.